Event description:
A malfunction alert was reported, displaying the code malf 9. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to multiple daily injections (mdi) as a backup therapy and was guided by technical support on how to place the pump into storage mode before returning it for service.